Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing secondary set experienced the following information was provided by the initial reporter: the line got detached after my coworker was priming the bag.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 06-dec-2022. H6: investigation summary two photos and two samples were submitted for quality investigation. The customer complaint of tubing defective/damaged was verified by visual inspection. Evaluation of the samples submitted shows that the infusion set tubing separated from the outlet of the drip chamber on one of the samples. An additional sample that was in an unopened package, was removed from the packaging and the tubing was attempted to be separated from the drip chamber by pulling on the tubing while holding on to the drip chamber. The new and unused sample did not show any issues of separation. Closer observation of the sample that showed separation from the tubing shows that there is a lack of solvent at the drip chamber outlet, making it easier to separate it from the tubing. A device history record review for model 10014881 lot number 22029851 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is a lack of solvent between the tubing and drip chamber, making it easy for the assembly to separate at that location. Manufacturing is aware of this issue and an investigation has been opened to update the process in order to correct the issue.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing secondary set experienced the following information was provided by the initial reporter: the line got detached after my coworker was priming the bag.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer submitted two photos for quality investigation. The customer complaint was verified by visual inspection of the photos received. The photos indicate that the drip chambers have separated from the tubing at the outlet port of the drip chamber. A device history record review for model 10014881 lot number 22029851 was performed. The search showed that a total of 21,603 units in 1 lot number was built on 24feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A failure investigation memo and corrective action have been initiated. This set was manufactured prior to the implementation date for this CAPA. H3 other text : see h10